Manufacturer narrative:
- -

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should further information become available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular lead with non-boston scientific device displayed high out of range shock impedance measurements. During the most recent visit, the shock impedance measurements decreased and a decision was made to further monitor the lead. The patient with this lead has had a recent weight loss. No further adverse patient effects were reported.

Event description:
An internal technical service consultant reviewed the information recommended further lead ingrity verification. As of this date, the lead remains implanted and in service.